Event description:
During a surgical case the physician was looking away from the area of his headlamp and the arm of his scrubs where the light was unintentionally directed, began heating and smoking.